Manufacturer narrative:
Reported event: generator intermittent energy delivery. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure, the generator was delivering energy intermittently in monopolar blend mode. It was confirmed that the other modes were working without any issues. The accessory device and the generator was switched out and the procedure was able to be completed with this different generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure, the generator was delivering energy intermittently in monopolar blend mode. It was confirmed that the other modes were working without any issues. The accessory device and the generator was switched out and the procedure was able to be completed with this different generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 12, 2013: the biomedical engineer at the site discovered that the issue with intermittent energy delivery was caused by incompatible third-party active cords.